Event description:
It was reported the bd ultra-fine¿ nano pen needle was damaged and had package seal issues. This event occurred 2 times for lot # 1195490 and 2 times for an unknown lot. The following information was provided by the initial reporter, translated from portuguese to english: she found that 2 needles from the batch were without the green seal and without the transparent seal. She has already noticed this deviation in two other boxes.

Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1195490. Medical device expiration date: 31-jul-2026. Device manufacture date: 14-jul-2021. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd ultra-fine¿ nano pen needle was damaged and had package seal issues. This event occurred 2 times for lot # 1195490 and 2 times for an unknown lot. The following information was provided by the initial reporter, translated from portuguese to english: she found that 2 needles from the batch were without the green seal and without the transparent seal. She has already noticed this deviation in two other boxes.

Manufacturer narrative:
H6: investigation summary: customer returned images of a shelf carton with 4mm, 32 gauge nano pen needles from lot 1195490. One of the pen needles is loose in the carton, having neither a teardrop label or outer cover. There is no other visible issue with the pen needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the images received, embecta was able to confirm the customer¿s indicated failure of the pen needle¿s outer cover missing. Based on the images received, embecta was able to confirm the customer¿s indicated failure of a missing teardrop label. Based on the photos and the fact no physical samples were returned for investigation this cannot be confirmed to be manufacturing related. H3 other text : see h10.